Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the device in backup vvi with backup defibrillation only. The reset was caused by two event queue overflows. The cause of the event queue overflow was determined to be the integrated circuit on the rf module. The product code was downloaded and the device was tested on the bench. The device was normal during testing.

Event description:
This report is to advise of an event observed during analysis.